Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). It was determined that the speaker was faulty. The rse provided information on a replacement speaker assembly. The customer requested information to order the replacement speaker assembly, and indicated they would replace the part themselves. The customer was provided a replacement speaker; the customer confirmed this resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that it displays error message "speaker malfunction" and no tones are audible. The device was not in clinical use at the time the issue was discovered. No adverse event or harm reported.